Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose after an infusion set was dislodged and subsequent sets were replaced, including one with a bent cannula, leading to hyperglycemia documented by cgm and glucometer readings up to 372 mg/dl; the user replaced the cartridge, tubing, and infusion set, resumed insulin delivery, and levels trended down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interference with daily activities due to elevated glucose and need for troubleshooting. Investigation included customer interview, product/lot history review, and troubleshooting with education on infusion set replacement, site management, and cartridge/tubing setup. Investigation of this case revealed no confirmed device malfunction and a probable infusion site or set-related delivery issue given the bent cannula and resolution after full replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory infusion set factors and that the device functioned as designed after re-setup.